Manufacturer narrative:
After battery installation device gave a full segment display anomaly due to faulty connector at interface board. The original interface board was removed and replace with a test interface board. No anomalies was notice after battery insert. Problem isolated to interface board. Unable to perform operating currents, self-test and displacement test or verify blank display and missing segment/partial display due to full segment display. Device received with cracked belt clip slot, missing end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place.

Manufacturer narrative:
(B)(4). .currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the screen was black and it was unable to read the menu. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.